Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were not provided for review, but the reported complaint was confirmed with the submitted picture of the screenshot. The screenshot is of the checkpoint verification error for the tibia checkpoint of 14.1 mm. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the checkpoint verification error is a moved tracker that could have occurred during or after tibia bone resection. Because the case files were not provided, the screenshots could not be reviewed to confirm this. It is possible that the tracker could have rotated from the edge to the flat from the vibrations from burring the bone or when the cut block was impacted. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The tracker also could have been bumped slightly after the user finished cutting. The tracker moved, and then the software caught the movement and reported it as expected. There was no issue with the software. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ukr procedure, after making both femoral and tibial cuts, they advanced to checkpoint verification and failed the tibial checkpoint. Trials were in and the surgeon was happy with soft tissue balancing. It was unable to advance to post-operative gap assessment. There were no delays reported. No other complications were reported.